Manufacturer narrative:
Device is a combination product.

Event description:
Hold for js on 9/28/18 it was reported that stent damage occurred. The 85% stenosed, 45mm x 2.5mm target lesion was located in the seriously tortuous and calcified left circumflex (lcx) artery. Following predilatation, a 2.50x38mm promus element plus drug-eluting stent was advanced, but failed to cross the lesion. The device was removed and it was noted that the stent struts were lifted up. The procedure was completed with a different device. There was no serious injury or adverse patient effects. The promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent strut rows 1 to 3 on the distal end of the stent were damaged and pulled in a distal direction extending 1mm past the distal end of the distal marker band. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.